Manufacturer narrative:
The reported leak of 5l/min from the exhalation valve was stated in error. There is no reportable leak. The failure is a leak of n2o. A leak condition will be noted in the preop check of the equipment, as contained in the user manual. Unit continues to ventilate and alarms remain functional. Required niosh room air exchanges help prevent a buildup of harmful levels of n2o. H3 other text: the reported leak of 5l/min from the exhalation valve was stated in error. There is no reportable leak. The failure is a leak of n2o. A leak condition will be noted in the preop check of the equipment, as contained in the user manual. Unit continues to ventilate and alarms remain functional. Required niosh room air exchanges help prevent a buildup of harmful levels of n2o.

Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The exhalation valve was replaced to resolve the issue.

Event description:
The hospital reported a malfunction resulting in a leak greater than 4.5 lpm. There was no report of patient involvement.